Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this lead was surgically abandoned for an unspecified product performance issue. Additionally, the device header came off during the procedure. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received clarified that the lead was surgically abandoned electively. No additional adverse patient effects were reported.